Manufacturer narrative:
Ge healthcare issued a proposal for troubleshooting and repair. To date, the proposal has not been approved. No further information is available.

Event description:
Ther hospital reported that the o2 button was not functioning. There was no report of patient involvement.